Manufacturer narrative:
Concomitant medical products: ddbb1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under-sensing noted on the presenting electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.